Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high/undefined pacing impedance and that the defibrillation function had been programmed off. It was further reported that two ventricular-sensed (vs) events are observed frequently, only following atrial paced (ap) events and that the timing of the first vs event indicates that this is not intrinsic. The lead remains in use. No patient complications have been reported as a result of this event.